Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose from (B)(6) 2019 with blood glucose of 707 and 545 mg/dl. The customer was treated with the intravenous drip and manual injection. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. The insulin pump will not be returned for analysis.